Manufacturer narrative:
Block e1 (initial reporter phone): (B)(6).e block h6: imdrf device code a0401 captures the reportable event of handle won't turn. Imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator housing) was analyzed, and a visual evaluation noted that the ligator housing returned with six bands attached, some of them were moved and overlapped, and one band was broken. The suture thread was fully unfolded from the ligator housing, and it still had six bands attached. The handle slot did not show insertion marks of the trip wire. The suture thread was returned, rolled into the handle. The ligator housing teeth were found bent/damaged. The suture hole of the ligator housing showed evidence of suture tension. The returned irrigation tube was in good condition. A functional evaluation was performed by rotating the handle, and it could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed and the reported event of handle won't turn was not confirmed. Upon analysis, it was found that the suture thread was fully unfolded from the ligator housing, but it still had six bands attached, which clearly indicates the inability of the device to deploy the bands. The suture was returned rolled in the handle; however, no problems were found in it. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured. The IFU states "secure trip wire in slot on handle unit." This condition, unsecured trip wire, including bent ligator housing teeth and suture hole damaged in the ligator housing, indicates that an incorrect application of tension to the trip wire at the time of deployment may have caused the reported event. Due that the trip wire was not secured, it is possible that it had slipped inaccurately, moving the bands from their place, overlapping them as if twisting them until they broke. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2023. The speedband superview super 7 was installed correctly, "it was checked that the cart worked well, and the release processing" was tested outside the patient; however, it was noticed that it was "locked" and "it did not run the same." The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the handle would not turn, and the bands would not deploy. Additional information received on june 21, 2023: the handle was checked and tested outside the patient prior to the procedure, and it was noticed that it was locked and would not rotate correctly. It was noted that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block e1 (initial reporter phone): (B)(6). Block h6: imdrf device code a0401 captures the reportable event of handle won't turn. Imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block b5, block d7a, and block h8 have been updated based on the additional information received on june 21, 2023.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2023. The speedband superview super 7 was installed correctly, "it was checked that the cart worked well, and the release processing" was tested outside the patient; however, it was noticed that it was "locked" and "it did not run the same." The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the handle would not turn, and the bands would not deploy. Additional information received on june 21, 2023: the handle was checked and tested outside the patient prior to the procedure, and it was noticed that it was locked and would not rotate correctly. It was noted that there was no difficulty experienced upon setting up the device.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal varices ligation procedure performed on (B)(6) 2023. The speedband superview super 7 was installed correctly, "it was checked that the cart worked well, and the release processing" was tested outside the patient; however, it was noticed that it was "locked" and "it did not run the same." The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the handle would not turn, and the bands would not deploy.

Manufacturer narrative:
Block e1: (initial reporter phone): (B)(6). Block. H6: imdrf device code a0401 captures the reportable event of handle won't turn. Imdrf device code a050501 captures the reportable event of bands unable to deploy.